Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false air in line alarms.

Event description:
It was reported that a spectrum pump failed to detect air in line during preventive maintenance testing. It was also reported there was no patient involvement.